Event description:
Technician reported the brakes would engage but not hold.

Manufacturer narrative:
Technician replaced the brake caster and the brake steer caster and the brakes functioned as designed. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability.